Manufacturer narrative:
The reported events of no capture and sensing were not confirmed. As received, a complete lead was returned for evaluation. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test ICD device and the test is-4 connector sleeve. Dimensional analysis of the connector was within product specification.

Event description:
During initial implant, there was loss of capture and loss of sensing observed on the left ventricular (lv) lead. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.